Event description:
It was reported that when using the bd pyxis¿ es server, one patient was showing as discharged. The customer stated that this malfunction caused a delay in dispensing medication to patients and had to override to get the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that one patient was shown as discharged. A technical support specialist connected to the customer and confirmed that user had added a temporary patient. The patient was discharged on date (2025-09-14) at specific time, and so the system received a discharge message from meditech. The tss suggested that customer was able to modify the discharge time in the future to prevent the issue. The tss closed the case as the patient had already been discharged. The system functioned as intended after the specialist investigated the issue.